Event description:
It was reported that the cc4204a +20.5 diopter lens was inserted in the patient's left eye and removed because it was damaged by the surgeon. There was no patient injury.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).